Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that plate bbl chromagar mrsa ii 90mm 20 ea grew gram negative bacteria and not just mrsa in 300 plates. Confirmatory testing is always performed through biochemical identification by biomerieux vitek. Patient samples were involved but no results were reported to clinicians, patients were not treated and there was no patient impact. The following information was provided by the initial reporter: on this kind of medium also grow gram negative bacteria, and not just mrsa 1. Was it obvious that the results were erroneous/could not be trusted? The customer reports that the erroneous results were obvious. 2. Is a confirmatory test always performed? Yes, biochemical identification by biomerieux vitek. 3. Were patient samples involved? Yes. 4. Were erroneous results reported to the clinician? No. 5. Were patients treated based on erroneous results? No. 6. If yes, was there any negative impact to the patient? N.a.

Event description:
It was reported that plate bbl chromagar mrsa ii 90mm 20 ea grew gram negative bacteria and not just mrsa in 300 plates. Confirmatory testing is always performed through biochemical identification by biomerieux vitek. Patient samples were involved but no results were reported to clinicians, patients were not treated and there was no patient impact. The following information was provided by the initial reporter: on this kind of medium also grow gram negative bacteria, and not just mrsa. Was it obvious that the results were erroneous/could not be trusted? The customer reports that the erroneous results were obvious. Is a confirmatory test always performed? Yes, biochemical identification by biomerieux vitek. Were patient samples involved? Yes. Were erroneous results reported to the clinician? No. Were patients treated based on erroneous results? No. If yes, was there any negative impact to the patient? N.a.

Manufacturer narrative:
H6: investigation summary: complaint history review: the complaints trends were reviewed for a period covering 12 months. Similar complaint were received for this catalog number however no trend was identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sample analysis: no test could be performed on the retains since the product was already expired when the complaint was issued. Neither return samples nor pictures illustrating the issue were shared. Evaluation results and investigation conclusion: at this stage of our investigation, we have excluded any systemic failure in our production process. No deviation could be found during the qc release performance test. All the release values were within the specification. In this case the complaint was raised two months after the expiration date of the product; therefore no further action will be performed. Based on the evaluation and on the qc release results, the complaint was not confirmed. H3 other text: see h10.